Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.